Event description:
Customer reported he has been having reoccurring issues with the insulin pump alarming no delivery. Customer stated he will have to rewind the device and redo everything again. Customer would use the plunger to manually push insulin through. Customer states alarm occurs when the device is bolusing. Customer that he has done a complete set change and the device was still stuck. Customer does not recall blood glucose level at the time of the event. Unable to troubleshoot due to the device was not alarming during the time of the call. Customer does not feel comfortable with the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.